Event description:
It was reported that an ilet pump did not charge or power on despite placement on a wireless charging pad that successfully charged a phone, and the pump intermittently displayed a charging indicator and a ¿charge now¿ message, indicating a suspected device battery or charging component malfunction. Symptoms included none. Outcomes included no injury and no medical intervention. Investigation included technical troubleshooting with the user to verify charger function and device placement. Investigation of this case revealed a persistent failure to accept charge from a confirmed working charging pad, consistent with battery depletion or internal charging circuit malfunction. It was concluded that the device experienced a hardware-related charging failure.

Manufacturer narrative:
The investigation confirmed the ilet device experienced a hardware malfunction within the mainboard charging circuit, causing intermittent charging and battery depletion despite use of a verified functional charger. Engineering log review supported the reported behavior. Remote troubleshooting and user education were provided. The device passed DHR review with no manufacturing issues identified. The complaint was confirmed, determined to be non-reportable, and will be documented and trended per sop14.1 risk management review.